Event description:
A pt experienced overstimulation, and was unable to adjust their stimulation. The issue occurred following trauma/physical abuse. When the pt would push on the implanted neuro stimulation device, the overstimulation sensation would occur in the area of their paresthesia / lead area. The pt's outcome was not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).